Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported hospitalization due to high blood glucose. Customer stated that the insulin pump is not delivering insulin. The blood glucose reading at the time of the event was 635 mg/dl. Customer unable to lower the blood glucose level. Customer had a sinus infection. Diagnosed diabetes ketoacidosis. Hospital treated customer with IV and insulin drip. Nothing further reported.